Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures, including a repair surgery on (B)(6) 2008. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat genuine stress urinary incontinence and multiparity. The patient underwent the concurrent procedure of cystoscopy during mesh implantation. The patient also underwent insertion of mirena intrauterine system.

Manufacturer narrative:
It was reported that the patient experienced erosion, dyspareunia and urinary problems post implantation. It was reported that due to exposure and erosion the patient underwent mesh excisions on (B)(6) 2008 with concurrent insertion of mirena intrauterine system and on (B)(6) 2009. (B)(4).